Event description:
It was reported that there was a disconnection between the amia automated pd set with cassette and the solution bag which resulted in a leak. This occurred during priming of peritoneal dialysis therapy. The patient made certain all their connections were tight, but after returning fifteen minutes into initiating prime, they noticed a small puddle on their carpet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified month and date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.